Manufacturer narrative:
(B)(4). This incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the instrument was inserted into the generator and the generator immediately alarmed. The surgeon opened a second instrument and completed the procedure with no further difficulties. The device was returned for evaluation with a bare jaw wire.